Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082871) on 05-feb-2019. The most recent information was received on 27-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), rash ('I had a rash on both legs'), thyroid mass ('large nodules were growing on my thyroid/growths on the thyroid continued'), paralysis recurrent laryngeal nerve ('my right laryngeal nerve was paralyzed and several large nodules were growing on my thyroid'), vocal cord paralysis ('I could barely speak above a whisper due to vocal cord paralysis'), transient ischaemic attack ('tia') and cerebrovascular accident ('stroke/ I am also at risk for another stroke because of continually narrowing blood vessels') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), apixaban (eliquis), ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate;chromium nicotinate;colecalciferol;cyanocobalamin;dexpanthenol;dl-selenomethionine;folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral), butalbital, calcitriol, calcium, levothyroxine, losartan and topiramate (trokendi). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced neuralgia ("nerve pain"). In 2013, the patient experienced migraine ("migraines"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced rash (seriousness criterion medically significant), thyroid mass (seriousness criterion medically significant), paralysis recurrent laryngeal nerve (seriousness criterion life threatening), vocal cord paralysis (seriousness criteria disability and medically significant), transient ischaemic attack (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion hospitalization), autoimmune disorder ("autoimmune condition"), speech disorder ("difficulty speaking/ it had become difficult to speak/I could bearly speak"), dysphagia ("swallowing"), hypovitaminosis ("vitamin deficiencies"), hypertension ("high blood pressure"), hypocalcaemia ("hypocalcemic"), bone loss ("bone loss") and vascular stenosis ("continually narrowing of blood vessels") and was found to have heart rate irregular ("irregular heartbeat"). The patient was hospitalized for 4 days. The patient was treated with surgery (I had a right thyroid lobectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, rash, thyroid mass, paralysis recurrent laryngeal nerve, vocal cord paralysis, transient ischaemic attack, cerebrovascular accident, autoimmune disorder, speech disorder, dysphagia, migraine, neuralgia, hypovitaminosis, heart rate irregular, hypertension, hypocalcaemia, bone loss and vascular stenosis outcome was unknown. The reporter considered autoimmune disorder, bone loss, cerebrovascular accident, dysphagia, heart rate irregular, hypertension, hypocalcaemia, hypovitaminosis, medical device removal, migraine, neuralgia, paralysis recurrent laryngeal nerve, rash, speech disorder, thyroid mass, transient ischaemic attack, vascular stenosis and vocal cord paralysis to be related to essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. It was reported that she was going to "lose my uterus and fallopian tubes in order to rid myself of the device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of product technical complaint; after internal review event 'continually narrowing of blood vessels' was recoded to vascular stenosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive menstruation with regular cycle'), rash ('I had a rash on both legs'), thyroid mass ('large nodules were growing on my thyroid/growths on the thyroid continued'), paralysis recurrent laryngeal nerve ('my right laryngeal nerve was paralyzed and several large nodules were growing on my thyroid'), vocal cord paralysis ('I could barely speak above a whisper due to vocal cord paralysis'), transient ischaemic attack ('tia') and cerebrovascular accident ('stroke/ I am also at risk for another stroke because of continually narrowing blood vessels') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), apixaban (eliquis), ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate;chromium nicotinate;colecalciferol;cyanocobalamin;dexpanthenol;dl-selenomethionine;folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral), butalbital, calcitriol, calcium, levothyroxine, losartan and topiramate (trokendi). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced neuralgia ("nerve pain"). In 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), rash (seriousness criterion medically significant), thyroid mass (seriousness criterion medically significant), paralysis recurrent laryngeal nerve (seriousness criterion life threatening), vocal cord paralysis (seriousness criteria disability and medically significant), transient ischaemic attack (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion hospitalization), polymenorrhoea ("frequent menstruation with regular cycle"), autoimmune disorder ("autoimmune condition"), speech disorder ("difficulty speaking/ it had become difficult to speak/I could barley speak"), dysphagia ("swallowing"), hypovitaminosis ("vitamin deficiencies"), hypertension ("high blood pressure"), hypocalcaemia ("hypocalcemic"), bone loss ("bone loss") and vascular stenosis ("continually narrowing of blood vessels") and was found to have heart rate irregular ("irregular heartbeat"). The patient was hospitalized for 4 days. The patient was treated with surgery (I had a right thyroid lobectomy and laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, rash, thyroid mass, paralysis recurrent laryngeal nerve, vocal cord paralysis, transient ischaemic attack, cerebrovascular accident, polymenorrhoea, autoimmune disorder, speech disorder, dysphagia, migraine, neuralgia, hypovitaminosis, heart rate irregular, hypertension, hypocalcaemia, bone loss and vascular stenosis outcome was unknown. The reporter considered autoimmune disorder, bone loss, cerebrovascular accident, dysphagia, heart rate irregular, hypertension, hypocalcaemia, hypovitaminosis, menorrhagia, migraine, neuralgia, paralysis recurrent laryngeal nerve, polymenorrhoea, rash, speech disorder, thyroid mass, transient ischaemic attack, vascular stenosis and vocal cord paralysis to be related to essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. It was reported that she was going to "lose my uterus and fallopian tubes in order to rid myself of the device". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the fallopian tubes are completely obstructed by the metallic wire. There is no evidence of contrast material within the pelvic circle following injection of contrast material into the body of the uterus. Pathology test - on (B)(6) 2019: a. Uterus and fallopian tubes, laparoscopic supracervical hysterectomy and bilateral salpingectomy: fragmented uterus: secretory endometrium. Adenomyosis. Leiomyoma. Benign right and left fallopian tubes. No dysplasia or malignancy is identified.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: excessive and frequent menstruation with regular cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received: new events added: excessive and frequent menstruation with regular cycle. Lab data were added and reporter information were updated. Event menorrhagia assessed as indication for essure removal and hysterectomy, upgraded to serious incident, event medical device removal thus deleted based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082871) on 05-feb-2019. The most recent information was received on 28-jan-2020 this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), rash ('I had a rash on both legs'), paralysis recurrent laryngeal nerve ('my right laryngeal nerve was paralyzed and several large nodules were growing on my thyroid'), cerebrovascular accident ('stroke/ I am also at risk for another stroke because of continually narrowing blood vessels'), vocal cord paralysis ('I could barely speak above a whisper due to vocal cord paralysis'), thyroid mass ('large nodules were growing on my thyroid/growths on the thyroid continued') and transient ischaemic attack ('tia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), apixaban (eliquis), ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate;chromium nicotinate;colecalciferol;cyanocobalamin;dexpanthenol;dl-selenomethionine;folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral), butalbital, calcitriol, calcium, levothyroxine, losartan and topiramate (trokendi). On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced neuralgia ("nerve pain"). In 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rash (seriousness criteria medically significant and intervention required), paralysis recurrent laryngeal nerve (seriousness criterion life threatening), cerebrovascular accident (seriousness criterion hospitalization), vocal cord paralysis (seriousness criteria disability and medically significant), autoimmune disorder ("autoimmune condition"), speech disorder ("difficulty speaking/ it had become difficult to speak/I could bearly speak"), dysphagia ("swallowing"), hypovitaminosis ("vitamin deficiencies"), hypertension ("high blood pressure"), hypocalcaemia ("hypocalcemic"), thyroid mass (seriousness criterion medically significant), bone loss ("bone loss"), transient ischaemic attack (seriousness criterion medically significant) and angiopathy ("I am also at risk for another stroke because of continually narrowing of blood vessels") and was found to have heart rate irregular ("irregular heartbeat"). The patient was hospitalized for 4 days. The patient was treated with surgery (esssure removal, I had a right thyroid lobectomy and I am going to loose my uterus and fallopian tubes in order to rid myself of the device.). Essure was removed on (B)(6)2019. At the time of the report, the medical device removal, rash, paralysis recurrent laryngeal nerve, cerebrovascular accident, vocal cord paralysis, autoimmune disorder, speech disorder, dysphagia, migraine, neuralgia, hypovitaminosis, heart rate irregular, hypertension, hypocalcaemia, thyroid mass, bone loss, transient ischaemic attack and angiopathy outcome was unknown. The reporter considered angiopathy, autoimmune disorder, bone loss, cerebrovascular accident, dysphagia, heart rate irregular, hypertension, hypocalcaemia, hypovitaminosis, medical device removal, migraine, neuralgia, paralysis recurrent laryngeal nerve, rash, speech disorder, thyroid mass, transient ischaemic attack and vocal cord paralysis to be related to essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. It was reported that she was going to lose my uterus and fallopian tubes in order to rid myself of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new event added medical device removal. And insertion and removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082871) on 05-feb-2019. The most recent information was received on 01-apr-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of rash ("I had a rash on both legs"), paralysis recurrent laryngeal nerve ("my right laryngeal nerve was paralyzed and several large nodules were growing on my thyroid"), cerebrovascular accident ("stroke/ I am also at risk for another stroke because of continually narrowing blood vessels"), vocal cord paralysis ("I could barely speak above a whisper due to vocal cord paralysis"), autoimmune disorder ("autoimmune condition"), thyroid mass ("large nodules were growing on my thyroid/growths on the thyroid continued") and transient ischaemic attack ("tia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), apixaban (eliquis), ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate;chromium nicotinate;colecalciferol;cyanocobalamin;dexpanthenol;dl-selenomethionine;folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral), butalbital, calcitriol, calcium, levothyroxine, losartan and topiramate (trokendi). On an unknown date, the patient had essure inserted. In 2012, the patient experienced neuralgia ("nerve pain"). In 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), paralysis recurrent laryngeal nerve (seriousness criteria medically significant and life threatening), cerebrovascular accident (seriousness criterion hospitalization), vocal cord paralysis (seriousness criteria disability and medically significant), autoimmune disorder (seriousness criterion medically significant), speech disorder ("difficulty speaking/ it had become difficult to speak/I could bearly speak"), dysphagia ("swallowing"), hypovitaminosis ("vitamin deficiencies"), hypertension ("high blood pressure"), hypocalcaemia ("hypocalcemic"), thyroid mass (seriousness criterion medically significant), bone loss ("bone loss"), transient ischaemic attack (seriousness criterion medically significant) and angiopathy ("I am also at risk for another stroke because of continually narrowing of blood vessels") and was found to have heart rate irregular ("irregular heartbeat"). The patient was hospitalized for 4 days. The patient was treated with surgery (I had a right thyroid lobectomy and I am going to loose my uterus and fallopian tubes in order to rid myself of the device.). At the time of the report, the rash, paralysis recurrent laryngeal nerve, cerebrovascular accident, vocal cord paralysis, autoimmune disorder, speech disorder, dysphagia, migraine, neuralgia, hypovitaminosis, heart rate irregular, hypertension, hypocalcaemia, thyroid mass, bone loss, transient ischaemic attack and angiopathy outcome was unknown. The reporter provided no causality assessment for angiopathy, autoimmune disorder, bone loss, cerebrovascular accident, dysphagia, heart rate irregular, hypertension, hypocalcaemia, hypovitaminosis, migraine, neuralgia, paralysis recurrent laryngeal nerve, rash, speech disorder, thyroid mass, transient ischaemic attack and vocal cord paralysis with essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. It was reported that she was going to lose my uterus and fallopian tubes in order to rid myself of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082871) on 05-feb-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of rash ("I had a rash on both legs"), paralysis recurrent laryngeal nerve ("my right laryngeal nerve was paralyzed and several large nodules were growing on my thyroid"), cerebrovascular accident ("stroke/ I am also at risk for another stroke because of continually narrowing blood vessels"), vocal cord paralysis ("I could barely speak above a whisper due to vocal cord paralysis"), autoimmune disorder ("autoimmune condition"), thyroid mass ("large nodules were growing on my thyroid/growths on the thyroid continued") and transient ischaemic attack ("tia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), apixaban (eliquis), ascorbic acid;betacarotene;biotin;calcium lactate;choline bitartrate;chromium nicotinate;colecalciferol;cyanocobalamin;dexpanthenol;dl-selenomethionine;folic acid;inositol;magnesium lactate;manganese gluconate;nicotinamide;potassium citrate;potassium iodide;pyridoxine hydrochloride;retinol palmitate;riboflavin phosphate;thiamine hydrochloride;tocopheryl acetate;zinc gluconate (multi vitamin & mineral), butalbital, calcitriol, calcium, levothyroxine, losartan and topiramate (trokendi). On an unknown date, the patient had essure inserted. In 2012, the patient experienced neuralgia ("nerve pain"). In 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), paralysis recurrent laryngeal nerve (seriousness criteria medically significant and life threatening), cerebrovascular accident (seriousness criterion hospitalization), vocal cord paralysis (seriousness criteria disability and medically significant), autoimmune disorder (seriousness criterion medically significant), speech disorder ("difficulty speaking/ it had become difficult to speak/I could bearly speak"), dysphagia ("swallowing"), hypovitaminosis ("vitamin deficiencies"), hypertension ("high blood pressure"), hypocalcaemia ("hypocalcemic"), thyroid mass (seriousness criterion medically significant), bone loss ("bone loss"), transient ischaemic attack (seriousness criterion medically significant) and vasoconstriction ("I am also at risk for another stroke because of continually narrowing of blood vessels") and was found to have heart rate irregular ("irregular heartbeat"). The patient was hospitalized for 4 days. The patient was treated with surgery (I had a right thyroid lobectomy and I am going to loose my uterus and fallopian tubes in order to rid myself of the device.). At the time of the report, the rash, paralysis recurrent laryngeal nerve, cerebrovascular accident, vocal cord paralysis, autoimmune disorder, speech disorder, dysphagia, migraine, neuralgia, hypovitaminosis, heart rate irregular, hypertension, hypocalcaemia, thyroid mass, bone loss, transient ischaemic attack and vasoconstriction outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, bone loss, cerebrovascular accident, dysphagia, heart rate irregular, hypertension, hypocalcaemia, hypovitaminosis, migraine, neuralgia, paralysis recurrent laryngeal nerve, rash, speech disorder, thyroid mass, transient ischaemic attack, vasoconstriction and vocal cord paralysis with essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. It was reported that she was going to lose my uterus and fallopian tubes in order to rid myself of the device. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.